Event description:
It was reported by the customer via medwatch "one week old neonate in the nicu had a PICC line placed. On (B)(6) 2022, PICC line was ordered to be pulled back 3cms. Infant dressing removed per protocol using dressing change kit and wearing sterile gloves, hat, mask, and goggles. Upon removal of tegaderm, the line appeared intact, but when removing white hub guard near insertion site line found to be in two pieces around the 4 cm mark. Part of line still attached to hub guard and part of line was free. Line grabbed with tweezers and slowly removed. Full length of catheter accounted for upon removal. Second PICC nurse to bedside to assess. Medical team made aware of findings. Ordered piv to be inserted and dose of vancomycin given. New PICC line to be inserted later that day." Additional information received 12/09/2022: patient required additional procedure for new line placement. Patient is a preemie and being treated for genetic and cardiac d/o, no infectious disease.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz2107 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refz2107) have been reported from the same facility.